Manufacturer narrative:
Device evaluation summary: the device returned with the balloon fully deflated. There was blood visible within the balloon. A partial tear was visible to the distal end of the balloon that did not perforate the balloon wall. There was a second smaller tear that was confirmed to have perforated the balloon wall. No further deformation was observed to the device. The reported balloon burst was confirmed through the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used in a evar procedure where a non mdt stent graft was implanted .   It was reported that during the index procedure, once the stent graft was implanted, ballooning was performed on one side with the reliant , followed by the contralateral side. During ballooning of the contralateral side, the balloon suddenly burst and became unstable. A different balloon was then used.  Per the physician the cause of the reliant bursting could not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received. It was confirmed, the IFU was followed when preparing and using the reliant. It was said, there was no calcification present to cause the balloon to burst. It was reported, that it may have burst by hitting off the non mdt stent. Although ,this type of stent does not have an exoskeleton, so this manufacturer would deny this is possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.